Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 49 mg/dl while wearing the pod for longer than 48 hours. The patient reports their blood glucose level had rose to 287 mg/dl but upon checking by finger stick the patient was at 49 mg/dl. The patient had gone into diabetic seizure. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed.